Event description:
It was reported the customer was hospitalized for high blood glucose. Customer's doctor stated their blood glucose reached 600 mg/dl. Date of the customer's hospitalization was (B)(6) 2015. The doctor also believed insulin was not being delivered to the customer. It was also found the customer had the flu. Customer also declined to troubleshoot as they believed the insulin pump was not working because they did not rewind and prime their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.